Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was administered a kenalog injection on (B)(6) 2015. On (B)(6) 2015, the patient was administered another kenalog injection; the abutment was removed and a cover screw was placed. The implanted device remains.